Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that serter was being removed inappropriately. Customer's mother was instructed on correct technique for removing serter. It was reported that reservoirs were occluded when attempting to prime. Reservoirs were thrown away and not able to return for analysis. Reservoirs would be replaced. No further information provided.